Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that prolonged healing reported by the user at the insertion site may have contributed to the observed discrepancies. The user's hcp was aware of the delayed healing. It was further reported that the sensor detached from the insertion site upon removal of the steri-strip, and as a result, the user has not been using the system since (B)(6) 2026. The user was advised to consult their hcp for medical guidance and to obtain a sensor replacement.